Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that she had headache all night last night. She also experienced neck pain and had been constipation. The change in symptom was considered sudden. It was indicated that she was taking oral sulfamethoxazole. She took 2 instead of 1 and wondered if the constipation was due to this. Patient was on day 3 of advance evaluation (ae)